Event description:
Ous MDR - it was reported that on (B)(6), more than 10 years after the implantation, missed paces were observed. During the last follow-up on february 5, the device had not yet tripped eri. The patient was admitted to the clinic because of missed paces. No long-term consequences have been reported, the patient's state was described as "healthy". The explant date was not provided.

Manufacturer narrative:
After receipt, the pacemaker underwent a visual analysis. The inspection of the device showed scratches on the device housing. In a next step, the pacemaker was inspected electrically and first underwent an initial status interrogation. The battery state "eri" is to be expected after an implantation time of 123 months. The clinical observation regarding an insufficient capability of providing therapy of the pacemaker could not be confirmed. The antibradycardic output signal matched the programmed values in eri mode, and the signal sensing of the device was proper. The pacemaker showed a device behavior according to specifications in regard to its therapy functions. In addition, a long-term pacing test was performed. The pacing function showed no anomalies during this test. The device was capable to provide therapy without limitations. In the further course of the analysis, the memory content of the implant was thoroughly analyzed. The analysis showed that, at the beginning of the operating time of the pacemaker, the measured power consumption was clearly lower than the actual power consumption, and therefore a somewhat too optimistic calculation of the remaining operating time based on the battery impedance was the consequence until the automatic switch. In principle, the impedance of the battery is low at the beginning of the operating time for all pacemakers with lithium iodide batteries, and it increases only throughout the operating time of the implant. Therefore, the display of the remaining operating time is solely calculated on the basis of the drawn charge at the beginning of the pacemaker lifetime. With increasing battery impedance, the battery impedance is gradually taken into account for the determination of the remaining operating time. The objective is to switch to the - at this discharge state - precise impedance measurement with increasing age. The overly optimistic remaining operating time was corrected when the determination of the remaining operating time was done solely via the battery impedance. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, the analysis of the implant showed that the variation of the remaining operating time is due to an insufficient current measurement within an electrical component. The cause for the pacing failures described in the complaint could, however, no be confirmed during the analysis. The therapy functions of the implant were proper during the analysis.